Manufacturer narrative:
H6: work order search: no similar complaints within associated lots were found. Claim# (B)(4).

Event description:
The reporter indicated that a 12.6mm vticm512.6 implantable collamer lens of -11.50/2.5/090 (sphere/cylinder/axis) was implanted into the patient's right eye (od) on (B)(6) 2024. Lens rotation not associated to low vault was observed. Cause of the event is unknown. If any additional information is received, a supplemental medwatch report will be submitted.

Manufacturer narrative:
B5: the lens was later repositioned and the problem was resolved. Manufacturer narrative: secondary surgical intervention to reposition the lens is identified in the labeling as a known potential adverse event following icl implantation. Claim# (B)(4).